Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided. Data review did not confirm the reported failed transmitter error. A root cause could not be determined via data.